Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Update to section d4 and h6. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined, based on the results of previous investigations for similar reported events, the likely cause was failure of the main board due to accidental failure or user handling (effects of static electricity, etc).

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause could not be determined. The legal manufacturer performed an investigation, however, a conclusive root cause could not be determined.

Event description:
The user facility reported to olympus that the monitor was not displaying an image when using sdi 1 input. There was no patient injury or harm, associated with the problem, reported to olympus.